Manufacturer narrative:
Additional information: d9, g1 (MFR name, MFR contact first name, last name, email, phone number), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the unit had a monopolar receptacle failure. Functional testing found errors e320 - mono 1 handswitch stuck and e330 - prolonged activation. It also found an additional failure of, error codes 320 and 330, may have caused or contributed to the reported condition. The issue was resolved by replacing the monopolar 1 and monopolar 2 receptacles. It was reported that the device self activated by itself without user input. The reported issue was confirmed. The most likely cause was traced to device design. An improvement has been initiated to address this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during bilateral mastectomy with diep flap, two generators were used. One ft10 and a force triad. Shared coag was being used in the ft10. Three competitor's monopolar pencils and 2 pads in total. It was reported that one of the pencils that was being used with shared coag was resting on the patient (on top of the drapes) and when the other pencil was activated it caused both pencils to activate resulting in the patient being burnt through the drapes. When the burn occurred the force fx and only one of the ft10 pencils were being used. It was the 2nd ft10 pencil that caused the patient burn. The assistant also received superficial burns to the arm. The patient burn was excised and sutured. Patient was recovering well.

Manufacturer narrative:
Additional information: b5, g3. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during bilateral mastectomy with diep flap, two generators were used. One ft10 and a force triad. Shared coag was being used in the ft10. Three non-medtronic monopolar pencils and 2 pads in total. It was reported that one of the pencilsthat was being used with shared coag was resting on the patient (on top of the drapes) and when the other pencil was activated it caused both pencils to activate resulting in the patient being burnt through the drapes. When the burn occurred the force fx and only one of the ft10 pencils were being used. It was the 2nd ft10 pencil that caused the patient burn. There was multiple quivers available for the pencil but was not used. The assistant also received superficial burns to their arm. The patient burn was excised and sutured. Patient was recovering well.